Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a dynesys lis stabilizing cord 200 on an unknown date and that the implant was taken out 14 months later due to unknown reasons. It was further reported that there was no problem with the cord it self, there wasn't a break in it.

Manufacturer narrative:
An evaluation of the provided information has been made available. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Event summary: this implant was taken out after 14 months. There was no problem with the cord it self, did not break. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. According to the event description there was no issue with the cord. The reason for the revision was unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4).

Event description:
It has now been reported that the patient was implanted a dynesys lis stabilizing cord 200 on (B)(6) 2015 and was revised on (B)(6) 2016. It is unknown the reason of the revision surgery.